Event description:
It was reported that during a lap prostatectomy procedure, there was an error code 5. No further info is available. No pt consequence reported and procedure was finished with same like product.